Manufacturer narrative:
D10 concomitant products: unknown-vloc - unknown vloc product - unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study compared short-term outcomes after open versus robotic-assisted ventral hernia repair between (B)(6) 2023 and (B)(6) 2025. In the robotic group, the hernia sac was reduced and the defect closed with absorbable suture and mesh was placed. There were 29 patients in the robotic group and complications included hematoma, seroma, pain and recurrence. Readmission and reoperation were reported. Complications not related to the device included urinary retention and wound infection.